Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned due to a facility policy which prevents them from returning used product to vendors for investigation.

Event description:
Customer reported a chemotherapy spill. Photo included in the e-mail shows a drop leaking at the bottom of the burette. No pt harm reported and no medical intervention was required. Although requested, no additional event or pt info provided by the user.